Event description:
It was reported that an ilet bionic pancreas touchscreen was found cracked and unresponsive, preventing device unlock and touch input; the device had been synced prior to shutdown, and the affected component was the touchscreen with the problem characterized as a fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose levels were unaffected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a cracked touchscreen and device fracture of the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to the user.